Event description:
It was reported that on an unknown date in 2021, an epic mitral valve was implanted. On 20 june 2024, an unknown issue had occurred.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided explant due to an unknown issue was reported. Information from the field indicated that the valve had been implanted for 3 years. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. Based on the information received the cause of the reported event could not conclusively be determined.